Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the stylus pen was not working with the programmer. The pen un-calibrates frequently, even though it has been repaired with the disk that accompanied the pen, after a week or so it the problem reoccurs. It was also reported that the analyzer does not recognize the programmer and indicates to check the connection. It was moved from the position and put back with no success. The same message appears when the analyzer is placed on another programmer and does not work. The programmer and analyzer were returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found the analyzer was not able to communicate with a known good programmer and failed functional tests; assembly found out of electrical specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.